Manufacturer narrative:
(B) (4). The ge service rep replaced the at comm board. The system functions as intended.

Event description:
The customer reported that the c-arm will not boot up. The system comes up with error 253 on the monitor. No pt injury was reported.